Event description:
It was reported that shortly after implant, the ventricular lead dislodged. The physician suspected the dislodgment was caused by the patients strenuous activity shortly after the implant. The lead was successfully repositioned. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.